Manufacturer narrative:
(B)(4). Batch # 300a95. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one sr75 reload was returned unfired and the swing tab was found to be in the unlocked position. Also, the reload was received with the knife completely within doghouse and with the "doghouse" component of the cartridge damaged. No functional test could be performed due the condition of the reload. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The condition of the returned reload is consistent with an improper loading technique; then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the IFU for proper cartridge loading. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, did not be fired. There were no patient consequences.